Event description:
The target lesion was the mid rca. The lesion was de novo, heavily calcified and slightly tortuous. There was 90% stenosis. Pre-dilation was conducted with a bc (avita) and a cypher (3.0/33 mm: complaint product) was delivered to the target lesion. When the cypher was being inflated at 6 atm, the pressure of the inflation device decreased and the physician confirmed that the balloon of the cypher was ruptured. Therefore, the sds of the cypher was retrieved from the pt and post-dilation was conducted with a bc (powered lacrosse) to further dilate the cypher stent. The procedure was finished successfully. There was no pt injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The device was prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. The indeflator used for the procedure was successfully used with other devices.

Manufacturer narrative:
This device cjs 33300 (lot 14154532) is distributed outside the us; however it is similar to the us product cxs 33300. Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Add'l info will be submitted within 30 days upon receipt.